Event description:
According to the available information the patient is having a hard time inflating the device and the device is not staying firm.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time.